Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was brought in for evaluation at some point during ongoing use period because of pain and discomfort in the scrotum and urethra. During the evaluation, it was decided the device would be removed and replaced with a tactra. It was also noticed that the pain was caused by an infection. The tactra was placed to preserve space and after the infection has cleared and a new inflatable penile prosthesis (ipp) was placed. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was brought in for evaluation at some point during ongoing use period because of pain and discomfort in the scrotum and urethra. Due to the evaluation, it was decided the device would be removed and replaced with a tactra. The revision surgery was performed, and no further patient complications were reported.